Event description:
This is a non-us event. The event occurred in (B)(6). Consumer stated a tampon came apart upon removal and tampon pieces remained inside her.

Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.